Event description:
The visera cysto-nephro videoscope was returned to the service center with a report of a stiff switch. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the corroded objective lens was found to be most likely due to degradation. During inspection of the device, the sticky up/down angulation lever plate cause could not be identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the corrosion: degradation. A definitive root cause could not be identified for the finding of the sticky up/down angulation lever plate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.